Manufacturer narrative:
Corrected data d6a - date of implant.

Manufacturer narrative:
Date of event is estimated. The event of scs explant was reported to abbott. The patient's system was explanted due to ineffective therapy. The patient did not want to be reprogrammed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. Patient declined reprogramming. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.